Event description:
Caller reported experiencing alarm 2 followed by alarm 26, indicating a potential occlusion issue. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including disconnecting and examining tubing, delivering boluses, and inspecting the cartridge, but the occlusion alarm persisted. The caller observed a ball of insulin but found no visible damage to the cartridge or debris in the cartridge area. The customer declined to change supplies and was advised to monitor the pump and contact support if necessary.